Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not power up, they also stated that the nurses complained of smoking when attempting to use the device for a therapy. They stated they had not removed the covers yet to investigate. Asked them if they needed depot service for this, they stated they did not want to do that at this point. Discussed with them removing covers and inspecting the power distribution chain. Per follow up information received via phone on 12jun2024, customer states that they had ordered a power inlet module and they are waiting for it to arrive. They will then replace it. The device will not be sent in for evaluation.

Event description:
It was reported that arctic sun device would not power up, they also stated that the nurses complained of smoking when attempting to use the device for a therapy. They stated they had not removed the covers yet to investigate. Asked them if they needed depot service for this, they stated they did not want to do that at this point. Discussed with them removing covers and inspecting the power distribution chain. Per follow up information received via phone on 12jun2024, customer stated that they had ordered a power inlet module and they are waiting for it to arrive. They will then replace it. The device will not be sent in for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.